Event description:
Boston scientific received information that system displayed a message to check shocking lead impedance. The measurements are in the 120-130 ohm range. The last delivered shock was at implant and the impedance was 61 ohms. The patient had not been checked since the implant procedure. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant asked the caller to verify measurements in different configurations which produced results of 158 ohms in right ventricular (rv) coil to can, 155 ohms coil to coil and 127 ohms in triad. The consultant discussed that the trend graph is stable and the impedance did not vary more than 10 ohms over the past year. The patient was not brought in for further testing and will followed in three months again. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
Boston scientific received information that the out of range shock impedance measurements are still occurring. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further troubleshooting. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received stating this patient was in the hospital for an unknown reason. Device evaluation identified out of range shocking impedance measurements. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was reported that this patient had been lost to follow up and recent system evaluation noted the out of range shock impedance measurements are still occurring in addition to slightly elevated threshold measurements. The patient will continue to be followed. No adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the receipt of additional pertinent information.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.